Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for post implant check. It was noted that the right atrial lead exhibited loss of capture. X-ray image showed the atrial lead had perforated the patient. The patient was asymptomatic to the event. The lead was repositioned on (B)(6) 2018 without complications. The patient was in stable condition pre, intra and post procedure.